Manufacturer narrative:
Additional contact information: (B)(6).

Event description:
Information was received indicating that a cadd-solis vip, mdl 2120, was under infusing. It was reported the end user went to the clinic to have her pump removed and although the pump alarmed, and the reservoir volume was reading 0ml the medication did not infuse. No adverse patient effects were reported. No additional information is available at this time.